Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient was at a state park hiking in the morning at 11:00am. During the hike, the patient collapsed and the cgm was displaying 400 mgd/l. A bg meter reading was not checked during time. The patient's friend called paramedics and was transported to the emergency room. The patient experienced headache and a wound on the lips. At the ER, the patient as reportedly treated with tylenol 620 mg, 2 tablets. While in the hospital on (B)(6) 2023, the fingerstick showed 105 mg/dl while the cgm showed 199 mg/dl. The doctor decided to remove the sensor and then noticed the sensor wire was missing and it was in the patient's skin. There was no report of further medical evaluation or intervention for diabetic seizure. The following day (B)(6) 2023, the patient was given magnesium in a form of tablet and potassium was liquid. He was given potassium and magnesium because the doctor believed he might have had a heart attack, but when he was discharged from the hospital doctor verified it was a diabetic seizure. In the hospital the patient was given 5 units of insulin before he discharge from the hospital in the afternoon (patient was admitted for one day). At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator during the time the patient collapsed. The reported glucose values while in the hospital fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).